Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, x-rays indicated the patient's right ventricular lead was dislocated. Subsequently, surgery took place to reposition the lead. The patient's status was reportedly good both pre- and post-operative.